Manufacturer narrative:
Three bivona flextend tts cuffs tracheostomy tubes were returned for analysis. No defects were identified upon visual examination by naked eye under plant lighting. The length of the three shafts were measured against template specification. The shaft ID and od were measured on all three shafts and determined to be correct. A syringe was used to inflate the cuffs for symmetry; all three met manufacturing specifications. Shaft angles were inspected; noting to be within specification. Based on the evidence, the root cause is unknown as the complaint was not confirmed. However, it is suspected that the end user may not be able to tolerate the variation in the manufacturing specification for the shaft angle.

Event description:
Information was received indicating that a patient with a smiths medical portex bivona flextend tts tracheostomy tube was reported to have increased secretions, elevated heart rate, elevated respiratory rate, o2 level decrease, and to be noisy. Subsequently, a tracheostomy (trach) tube change out was required and the patient recovered. It was reported that the patient recovered as "the perfect trach was placed." There were no further reported adverse patient effects.